Manufacturer narrative:
No unexpected no delivery alarm, prime or fill or rewind anomaly noted during testing. Device passed rewind test, basic occlusion test, occlusion test, prime or a33 test, excessive no delivery test and displacement test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose level. Blood glucose level at the time of the incident was 39 mg/dl, 49 mg/dl. Customer was treated with coke. Customer stated insulin pump had priming issue and stuck in rewind. Customer declined troubleshooting for low blood glucose level. The insulin pump will be returned for analysis.